Manufacturer narrative:
Visual and radiographic inspection confirmed that the abutment screw was fractured. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿

Event description:
The dentist reported that unknown abutment screw fractured. Implant was removed.